Event description:
The hcp reported the patient was not getting pain relief and there was greater than expected residual volume in the pump. A catheter dye study demonstrated a catheter break at the spine. When the catheter was removed, a part of the catheter was retained in the spine. The hcp chose to electively replace the pump at the same time. The patient had no neurological symptoms.

Event description:
Additional information from the hcp reports the catheter was broken at the time of removal. The patient outcome was reported as "patient subjected to surgery for removal of catheter".